Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: conduction disturbances, such as chb are known potential adverse effects per the device IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, and a conclusive cause could not be determined from the limited information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) showed complete heart block (chb) with ventricular escape rhythm in the 30¿s. The ventricular escape rhythm resolved by the end of the procedure, however the patient was still pacer dependent. Following the implant of the valve, a permanent pacemaker was placed. No additional adverse patient effects were reported.